Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product was returned to zimmer biomet (B)(4) for product evaluation. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely attributed to the duration of product being implanted. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 14 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive activity. Number 16 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-04113 & 0001825034-2015-03913).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur.¿

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2015 due to a broken liner and damaged shell. It is unknown how these became damaged. The head, liner, and shell were revised. No further information has been provided.